Manufacturer narrative:
The product is expected to be returned for additional testing. Please note: this foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
A percutaneous coronary intervention (pci) was conducted to treat the mid left anterior descending lesion. Pre-dilation was conducted and a 3.0 x 18mm cypher stent was being delivered along the guide wire. There was no friction with the guiding catheter. When the cypher came out of the tip of the guiding catheter, the physician observed that the stent dislodged proximal to the balloon upon coronary angiogram (cag). The stent moved half the length of the balloon to the proximal end. In order to avoid the stent dislodgement, 1atm of pressure was applied and both the cypher and the guiding catheter were removed from the patient as a single unit. Ultimately, a different cypher (2.5/18mm) was implanted at the target lesion successfully. There was no reported patient injury.